Event description:
It was reported that the iab was inserted subclavian in 2005. A few days later, blood was observed in the helium tubing. Iab was removed. Patient reportedly received an lvad device, therefore, replacement iab was not necessary. There was no reported patient complications.

Event description:
It was reported that the iab was inserted subclavian in 2005. Four days later, blood was observed in the helium tubing. Iab was removed. Patient reportedly received an lvad device; therefore, replacement iab was not necessary. There were no reported patient complications.